Event description:
It was reported that this patient came in to the clinic feeling symptomatic for the past month. Upon analysis of presenting electrogram (egm) there was noise on the right atrial (ra) lead channel which led to brady pacing delivered when not required on the right ventricular (rv) lead channel. Impedance values had spiked up to 3000 ohms. Technical services (ts) analyzed device data and recommended reprogramming options. It was noted that the plan is to perform a revision at a later time. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this patient came in to the clinic feeling symptomatic for the past month. Upon analysis of presenting electrogram (egm) there was noise on the right atrial (ra) lead channel which led to brady pacing delivered when not required on the right ventricular (rv) lead channel. Impedance values had spiked up to 3000 ohms. Technical services (ts) analyzed device data and recommended reprogramming options. It was noted that the plan is to perform a revision at a later time. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.